Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer examined the legacy half-height drawer on the auxiliary cabinet, which did not indicate a failure; however, there was no data available for recovery. After rebooting the station, the diagnostics did not reveal any failures. The back panel door was opened, and the drawer was manually accessed from the back. Upon running diagnostics again, the drawer was identified as faulty. The application was tested successfully. Following another reboot of the station, the user was able to access and recover the failed storage space in half-height drawer 3.1 on the auxiliary cabinet. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 3.1 cubie d1 failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.